Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was 170 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio or vibrate anomaly or absence of alarm confirmed during testing. Hardware low level failures received after failing the self test. Broken trace noted at pin 1 of ambient light sensor. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.